Manufacturer narrative:
The device has not been explanted. If it would be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that since switch-on the pt has needed a lot of amplification, although she was very satisfied with her hearing performance. On (B)(6) 2012, the pt noticed that she was hearing softer than before. A vibrogram check was carried out and it was seen that the results were slightly worse than before, but the device was still working within indications. After the fitting the pt was quite satisfied. The pt was seen again on (B)(6) 2013, as she was no longer receiving any benefit from the device.